Event description:
It was reported, the pt is unable to establish communication between her scs ipg and charging system as well as her pt programmer displays an 2501 comm error message upon attempting to communicate with the scs ipg. As a result, the pt is without stimulation. Follow-up identified x-rays revealed the scs ipg has flipped. Due to unrelated health issues, there is a possibility the scs system will be explanted in order for the pt to undergo an MRI.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.